Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that a local field representative was made aware of a patient death. The patient incurred a coronary venous dissection during an attempted implant, for which the physician made comment was in part due to the stiffness of the sub-selector. No product model or serial identifiers were provided or known. It was reported that this was a female patient with known coronary artery disease. The right atrial and ventricular leads were both placed without incident. The coronary sinus was catheterized easily and a good size mid lateral vessel confirmed; however a slight curve was observed. During the attempted implant, the wire alone failed to provide adequate support for the lead to pass the initial vessel curve. A 90 degree inner catheter was then provided to give the support for lead placement. The lead was placed into the vessel but did not follow the initial curve of the mid lateral. When the guide wire was removed, the distal end of the spiral lead flipped back onto itself. An angio image confirmed the tip of the catheter was not in the vessel. The next screening was showing dye around the apex of the heart and separation between the epicardium and the pericardial sack. The patient initially reported feeling a little light headed however within two minutes became unresponsive and went into respiratory arrest and pea. CPR was administered for 25 minutes, as well as several attempts to aspirate. Arrest protocol was followed however, the patient passed away.